Event description:
Customer reported intermittent iris pot errors and poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable and camera. System operates as intended.